Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon uses two ple60a's along with synovis peri-strips on sg's. On the second firing with gun #1 (third firing overall using a black cartridge) the surgeon noticed the peri-strip on the anvil side was uncharacteristically advancing off of the anvil while firing. The surgeon stopped firing and reversed to remove the stapler. Also stated the cartridge became dislodged from end-effector. No sound was heard. The staples fired in the peri-strip which was bunched in the crotch of the previous firing, some formed and some unformed. No adverse impact on patient was reported. Case completed with another device of the same product code.

Manufacturer narrative:
The analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was returned for review. Ees quality engineer provided the following summary after review: one photograph under magnification there appears to be a staple in the knife slot at approximately the 10mm line. A second photograph on the sheet however does not give the same view and or appearance of a staple in the knife slot under the lighting conditions in this photograph. The third photograph on the sheet appears as if some tissue push/plow may have started at the beginning of the firing stroke based on the mass of staples stuck in the buttressing. None of the photographs provided any evidential indicators of why the cartridge may have become dislodged during device opening/removal other than the mass of staples and buttressing.